Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use rotatable clip fixing device clip did not come off from the coil sheath after injecting the quickclip 2 into the tissue. It came off by moving the slider. It is unspecified when the issue occurred. There were no reports of patient harm.

Event description:
The issue occurred during an unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and g2 (unmark health professional and company representative) additional information added to field d8 and h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a likely mechanism causing the reported event might be the following. Due to severe angle of the endoscope or the shape of the insertion portion, sliding resistance between the operating wire and the coil sheath increased. The slider could not be fully pulled, and clipping could not be completed. The clip was caught in the hook of the slightly bent connecting board, and the coil sheath could not be detached. However, the exact cause could not be determined. Olympus will continue to monitor field performance for this device.